Event description:
During an electrosurgical procedure a micro dissection needle was used in a valleylab handpiece. After m.d., medical doctor, finished using the needle and had the handpiece in hand, the microneedle started on fire. A flame melted the insulation on the microneedle. At the time of the flame, the microneedle was not in contact with the patient or staff and so no injury resulted. In follow up, it was reported that the microneedle was used at excessively high (20+) watts and the manufacturer recommends that it is effective at low power settings (3-5 watts). Staff informed that microneedle is not to be used at high wattage and it will be removed from various surgeons' surgical supply requisition forms.